Manufacturer narrative:
Cerner distributed a priority review flash notification (B)(4) on (B)(6) 2013 to all potentially impacted client sites. The flash includes a description of the issue and notifies clients of cerner's plans to provide a software correction to address the issue. Additionally, the flash notifies clients of cerner's recommendations to mitigate the issue including software functionality already available (interval checking) to visually display a warning if medication orders are placed too close together. Cerner corp will provide a f/u report when the software correction is available.

Event description:
The issue involves the cerner millennium powerorder and affects users that utilize the enhanced details tab for provider order entry. In cerner millennium, the skip administration check box is unavailable and the review schedule link is not displayed when you place a new order or modify non-IV, inpatient or ambulatory-in-office medication with a scheduled frequency so that the start date and time is not the same as the currently selected time of day, day of week, or hybrid frequency schedule date and time. Pt care could be adversely affected, as medication order intervals may be placed too close together. This issue could result in medication overdose if pts receive an unintended dose. Cerner has received communication on (B)(6) 2013 that two pts had inappropriate intervals for medications ordered and subsequently administered them. It is unclear what impact the incorrect dosage of the medications had on these pts.